Event description:
It was reported that the device care alert alarmed triggering the lead integrity alert (lia) due to elevated short interval counts (sic) and non-sustained tachycardias (nst) episodes. The patient was directed to present to the emergency room (ER) where they were located at the time. It is unknown whether there was any intervention. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.